Manufacturer narrative:
Literature reference: doi:10.1136/neurintsurg-2017-013004. If information is provided in the future, a supplemental report will be issued.

Event description:
During carotid artery stenting (cas) procedures, percusurge guardwire devices were navigated to the external carotid artery and spider fx devices were used to cross the stenotic lesions with cca and eca occlusion. In one case, delayed procedural cerebral infarction occurred 9 months after the procedure.